Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy procedure, on left pulmonary vein, the device did not fire. After the cartridge was properly installed, the staple cartridge cannot be activated after pressing the green button. They replaced new staple cartridge to complete the case. There was no patient injury.